Manufacturer narrative:
(B)(4). The customer returned a blue tip arrow raulerson syringe (ars) and an introducer needle for evaluation. The needle and the ars were visually examined and there were no obvious defects. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. The introducer needle was attached to the syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. A device history record was performed on the ars and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the set describes a suggested insertion procedure. It contains the precaution that to minimize the risk of blood leakage from the syringe cap, do not reinfuse blood with the guide wire in place. It warns that aspiration with spring-wire guide in place will cause introduction of air into syringe. Other remarks: the report that the ars/introducer needle leaked in use could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and functional testing with water. No leaks were found during testing. No problem was found on the returned sample.

Event description:
The customer alleges that the ars/introducer needle had a leak. A new kit was used without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the ars/introducer needle had a leak. A new kit was used without issue.